Manufacturer narrative:
Upon device return, the sc connector was found to be damaged at explant, no significant anomaly. Evaluation conclusion code no longer applies.

Manufacturer narrative:
Concomitant products: product ID: 8780, lot# 0210243869, implanted: (B)(6) 2016, product type: catheter. Product ID: 8780, lot# 0210227960, product type: catheter.

Event description:
The model number of the returned catheter was provided

Manufacturer narrative:
Patient codes have been updated to the following for this event: (B)(4).

Event description:
On (B)(6) 2015, additional information was received from a manufacturer representative (rep) and healthcare professional (hcp). It was reported that the patient came to the hcp with underdose symptoms, "more pain", shivering and restlessness. The pump was used to deliver morphine 23 mg/ml and clonidine 3.7 mg/ml. The daily dose of morphine was 4 mg/24 hours. The hcp decided to change the catheter, no other troubleshooting was performed. In the operating room, they "pulled" the spinal part of the catheter, made a bolus test with the pump and saw that the catheter was not occluded. A new spinal section of the catheter was implanted in the intrathecal space. The patient was doing "very fine" with a daily dose of morphine of 4 mg/24 hours. The patient was at home.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a company representative (rep) regarding a patient receiving unknown intrathecal therapy via an implantable infusion pump. The indication for use was noted as failed back surgery syndrome. Programming session notes indicated that a spinal segment revision occurred on (B)(6) 2015. Information regarding the issue, symptoms that may have occurred, troubleshooting/actions/interventions taken, and a resolution was requested. If additional information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from manufacturer representative (rep). The report clarified the symptoms reported (underdose symptoms, more pain, shivering, restlessness) were related to a different catheter revision which was reported in manufacturing report 3004209178-2015. There were no reported symptoms that occurred for the revision that occurred on (B)(6) 2015.